Manufacturer narrative:
(B)(4).

Event description:
It was reported through remote transmission that an increase in impedance had been noted on the left ventricular lead of an asymptomatic patient. All electrical values were normal. The patient would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.